Event description:
It was reported the programmer displayed a "serious programmer error" message, and the programmer radio-frequency (rf) head will not recognize devices. The rf head was returned for repair. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the serious programmer error message. The device had green horizontal lines on the display and the microphone was out of specification. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the label was missing its coating.